Event description:
The initial reporter stated they received discrepant results for one patient sample tested with ise indirect na (sodium) for gen.2 on a cobas 8000 ise 1800 module. The sample initially resulted in a na value of 118 mmol/l and repeated as 129 mmol/l. The result of 118 mmol/l was deemed correct. The questionable result was reported outside of the laboratory. The na electrode lot number and expiration date were requested but not provided.

Manufacturer narrative:
The field service engineer checked the analyzer and determined a contaminated fluidic pathway. After cleaning the fluidic pathway, the customer ran quality controls; all results were within specifications. Mechanical checks were performed and passed with acceptable results. The investigation determined the service actions performed resolved the issue.